Manufacturer narrative:
Boston scientific received information that this patient was presented back to the electrophysiology (ep) laboratory in december 6, 2016. The s-ICD system was explanted and was replaced with a transvenous crt-d device and lead system. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device produced audible tones in the presence of a magnet. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services (ts). The local representative was checking this patient's device as the patient had received multiple inappropriate shocks. The sense vector had been programmed to primary when the shock were delivered. The amplitude of the signals are very small. When the sense vector was programmed to secondary and alternate, the signal amplitude is more appropriate. The local representative plans to perform an automatic set-up to see if the device selects some other sense vector besides primary. Ts suggested that the clinician may want to research why primary was originally selected and whether there is a change in the morphology of the primary vector. Subsequently, boston scientific received information that this health care professional (hcp) contacted ts to discuss past episodes in which the patient had received 10 inappropriate shocks with the sense vector programmed in primary. The sense vector has now been reprogrammed to secondary. The hcp commented that there is one untreated episode associated with 'n' annotated markers. Ts reviewed the recent untreated#025 which shows noise and very large t-waves with small r-waves. This morhpology and the noise are likely to progress to therapy in the future. Captured secg r-waves (alternate sense vector) appear to be about .4 mv. This may not allow the device's smartpass feature to activate. Ts suggested that the hcp attempt to reproduce the noise and then do same maneuver in alternate vector to check for noise. Additionally, the physician may want to obtain x-rays to evaluate system position. The patient's medical history was significant for pacemaker insertion within a couple of months of sicd implantation. According to the hcp, the physician is considering replacing the sicd with a transvensous defibrillator.